Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). As a result, the patient was shocked and hospitalized. Technical services (ts) reviewed the reports and discussed reprogramming options. The device remains in service and was reprogrammed. No additional adverse patient effects were reported.